Event description:
The customer tested his blood glucose using his 2 contour meters and rec'd readings of 22 and 80mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer declined to troubleshoot or return product for eval. Only the meter info was provided.